Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarming vent inop (ventilator inoperable), invalid gas ID, fan failure and lose of gas. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite and troubleshot the unit. Checked connections and reseated the gde (gas delivery engine) and vent inop (ventilator inoperable) still exist. Customer state they will proceed with the repair in house. Fsr did not find any other obvious sources of the issue aside from possible failure of the tca board since replacing the 02 sensor caused a vent inop. The customer stated they would like an updated quote for replacement of the gde.